Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Double capsule: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported suspicion of rupture of the left prosthesis. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported suspicion of rupture of the left prosthesis. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two opening assessed, as unidentified (tear) opening shell thickness was within specification). Double capsule: unable to observe, since it is a medical event. And is not related to the device. No additional observation. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, suspicion of rupture of the left prosthesis. And "double posterior capsule". The device has been explanted. Complete capsulectomy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported suspicion of rupture of the left prosthesis. The device has been explanted.

Event description:
Healthcare professional reported suspicion of rupture of the left prosthesis diagnosed by ultrasound and later reported double capsule. The device has been explanted with capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/21/2024.